Event description:
Pt reported that the device failed to display an a1 (cartridge low warning) or e1 (empty cartridge) alarm. The alarm history listed the a1 and e1 alarms. Pt did not recall clearing either alarm. He experienced low blood glucose of 40-50 mg/dl. Pt's normal level was 180 mg/dl. He believed the device may have been over-delivering insulin. He experienced symptoms of sweating and increase body temperature. To address the low blood glucose level, he increased his caloric intake and stopped administering boluses after meals. He typically administered 5-10 units of insulin for boluses. While replacing the infusion set after receiving an e4 (occlusion) alarm, pt noticed that the piston rod was completely extended and his insulin cartridge was empty. No medical assistance was necessary. Product is being returned for eval.